Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the final CT demonstrated a type iii endoleak. The physician elected to reline the iliac artery with a talent iliac limb and the endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention required.